Event description:
It was reported that "the procedure was to be a simple poly swap. All x-rays indicated that implants were well fixed. Posterior medial portion of duracon baseplate had fractured in the patient. Surgeon acknowledged varus tibial cut. Surgeon put in a new insert and elected to cement the posterior medical corner [of the baseplate]."

Manufacturer narrative:
Investigation pending. No additional information at this time. No information about the poly insert has been provided.